Manufacturer narrative:
Additional evaluation code: 19/cause traced to user. Lot number was not provided by customer. The complaint was received by manufacturer and, after analysis, new informations were obtained. A follow-up is being sent to correct these informations according to the evaluation made. Considering the surgical methodology, it was seen that the dentist has used sequence of drills different than the one recommended for the implant installation. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form and visual conference of the product returned by the dentist.

Event description:
(B)(4) - the dentist reported that 1 year and 3 month after the dental implant was installed in intraoral region 8#, its loss of osseointegration was observed. Moreover, 50n.cm of primary stability was achieved, the patient presented bone type IV and immediate implant was performed.

Manufacturer narrative:
The lot number reported by the dentist was not verified by the crm system, so it was not considered. The information provided in this report was based on information given by the dentist in neodent¿s products warranty form that was recorded in the system and is used by both the manufacturer and the subsidiary. The original complaint and the product were received by the subsidiary and did not arrive in the manufacturer yet. When this happens, a new evaluation of the complaint will be carried out and, if necessary, a new follow-up report will be send.

Event description:
(B)(4) - the dentist reported that 1 year and 3 month after the dental implant was installed in intraoral region 8#, its loss of osseointegration was observed. Moreover, 50n.cm of primary stability was achieved.